Event description:
Event description cpi received information that an implantable pulse generator (ipg), model 950 serial number 404342, was exhibiting intermittent loss of capture with no ventricular output at the time of implant. The physician elected not to implant the ipg. The physician then attempted to implant another ipg, model 1232, and observed the same issue. The physician repositioned the leads, reconnected the ipg and the issue was resolved.